Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the abbott diabetes care (adc) device. The customer reported an unspecified low reading with the sensor, and required third-party treatment. However, the customer did not provide any further details. The customer reported a readings comparison of 6.5 mmol/l from sensor against 12.2 mmol/l from healthcare meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.